Event description:
It was reported that this right ventricular (rv) lead had moved during the initial implant. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.